Event description:
Subject device was used in CABG. Post-operative angiogram showed occlusion of target vessel. Physician speculates that the lumen of the target vessel was "stapled shut" after improper placement of the anvil tip. Subsequent revascularization demonstrated good flows.

Manufacturer narrative:
The subject device was not returned and therefore cannot be evaluated.